Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The following device: 6" (15 cm) appx 0.65 ml, smallbore trifuse ext set w/2 back check valve, 4 clamp, luer lock reportedly leaked blood onto the bed as identified by the nurse while attempting to initiate intravenous immunoglobulin (ivig). A backup was noted in the red lumen, and the line was found to be broken near the turkey foot, after which the line was flushed with adequate blood return, a new line was placed, and drips were ordered. The event occurred during infusion while the patient alligator-rolled in bed while playing. There was no harm, however, there was a delay of 20 minutes maximum.